Event description:
Provider states that all three mattresses cratered in the middle. No additional information provided and protocol questions do not apply. Information found in oracle: provider states that all three mattresses cratered in the middle. Date codes on two of the mattress are (B)(6) 2015 and the other one is (B)(6) 2015. Advised law label only.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.